Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log as upstream occlusion alarms) but did not reproduce the reported "occludes upstream when running a new program." Evaluation found the lower reading on the ultrasonic sensor to be out of specification (low) caused by a failed upstream sensor. With low ultrasonic readings it makes the pump more sensitive to upstream occlusion alarms. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum infusion pump occludes upstream when running a new program. It was also reported that there was no patient injury.